Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement computer shipped to site 06/29/2016. Suspect computer returned to manufacturer on 07/11/2016 for investigation and is under analysis. On 06/30/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Failure: store image 3d. Mobile view station (mvs) displayed message "failed to get data. Time-out expired. The time-out period elapsed prior to completion of the operation or the server is not responding". Message appeared after the third spin. The medtronic representative replaced the mvs computer and umbilical cable. System passed all testing. System check-out completed. System performed as intended. On 07/15/2016 a medtronic representative, following-up at the site, reported a technician re-booted the imaging system 4 or 5 times to continue the procedure to completion. No further issues have been reported.

Event description:
A site representative reported that, while in a procedure, they received a "fatal error- failed to get data" message on their imaging system. No further details regarding this issue, or specifically when it occurred, were provided. The site representative had no further information. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient date of birth and sex provided. The device was returned to the manufacturer for analysis. Visual inspection noted amber light was on and the operating system and application loaded as expected. Time/date (cmos check) was good. Patient data removal was performed and virus scan was successful. Installed the computer in a test system and the computer performed as expected. Communication and system ready occurred, both 2d and 3d imaging were successful.the device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction/additional information: a medtronic representative reported that the patient weight was unobtainable as the chart was not present and radiology usually does not view patient weight. The surgery, navigation, and imaging were not discontinued. There was no known impact to the outcome of the patient. The type of surgery was a posterior lumbar fusion with transforaminal lumbar interbody fusion (tlif). The issue occurred in the standard and hd lumbar 3d software task during initial scan and scan to verify hardware placement. The delay time was during reboot of the mobile view station (mvs) and re-spin a few times. The estimated amount of delay was between 45 min to 2 hours of time trying to acquire scans and send them to the navigation.